Manufacturer narrative:
(B)(4). Iipv was confirmed in the event history log review. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation."

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:33:47. During night drain cycle nineteen, the patient's ultrafiltration reading was 1506ml, indicating the home patient (hp) drained 1026ml more than their maximum programmed fill volume of 1200ml. No additional information is available.